Event description:
It was reported that the balloon of the patient's artificial urinary sphincter (aus) was explanted because the balloon popped during a hernia repair surgery. The patient began to have recurring incontinence again. A new 61-70 cm h2o balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.